Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined..

Event description:
It was reported that during interrogation it was noted that the right atrial lead was not capturing, the impedance had doubled and the atrial threshold had increased. The atrial lead was capped (B)(6) 2019 and replaced. There were no patient consequences. The patient was stable.